Event description:
The customer reported that the pressure is not registering on the device, and that they already changed pressure sensor board and that wasn't the issue. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor, front cover, left & right iui connector, and lens indicator. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/14/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy pressure sensor bd syr 8110. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/14/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the pressure is not registering on the device, and that they already changed pressure sensor board and that wasn't the issue. No patient involvement.